Manufacturer narrative:
(B)(4). Transient light sensitivity syndrome. Conclusion - customer is only reporting this event and did not request field service or clinical support.

Event description:
Customer reported that their patient had light sensitivity rated at 10/10 on both eyes (ou) for few weeks. No improvement with artificial tear, clear corneas and no anterior chamber reaction. Surgeon tried lipid-rich artificial tears (ats) for 5 days. When follow-up call yielded no improvement in symptoms. Transient light sensitivity syndrome (tlss) was diagnosed and patient started on lotemax ophthalmic suspension.